Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The exposed portion of the soft cannula was observed to kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The download data generated an 0x34 alarm, indicating processor reset for unknown reason. During investigation, the pod was successfully paired to a pdm, and during priming generated an 0x5c alarm. The ratchet gear was manually rotated to reset the position of the rotational sensor springs to the commutator cap and the device was rerun again. The pod was successfully paired to a pdm, and completed priming and a 5u bolus. The second rerun data showed timeouts at the end of the rerun data but did not show any drive stalls or generate an alarm. After clearing any possible occlusions in the fluid path, the device was rerun again. The pod was successfully paired to a pdm, and completed priming and a 5u bolus. The third rerun data did not show any timeouts or drive stalls and did not generate an alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was placed.